Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customers' father reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 483 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer advised the battery on the insulin pump drained quickly and they received the no delivery alarm. Customer received failed battery alarm, battery out limit alarm and no delivery alarm. Customer was sent a replacement battery cap but was unable to properly troubleshoot due to having batteries placed inside the freezer. Customer was advised to wait for the batteries to be room temperature then call back to complete the troubleshoot process.